Event description:
Customer reported her meter reading was over 600 mg/dl. Her meter reading has been over 600 mg/dl for several hours. The meter is not sending the reading to customer's insulin pump. Customer does not feel any symptoms of high blood glucose. She has been treating based on how she feels. Before troubleshooting for high blood glucose, customer stated she wanted to speak to the meter company first and see if the meter may be malfunctioning. She said she would call back if needed. Customer was transferred to a bayer representative. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.